Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia* 45 mm curved tip articulating medium/thick reload. The event report alleges the product was used in a surgical procedure. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 3 cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage may have occurred during use of the product, which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic vats procedure, the stapler tip closed but abnormal sound made. The stapler cracked and didn't fire. The surgeon said the tissue was too thick. The surgeon opened a new device and completed the procedure. No medical or surgical intervention was needed. There was no injury to the patient.